Event description:
It was reported by the patient that she underwent a sling procedure and laparoscopic hysterectomy on (B)(6) 2011. Within weeks following the procedure, the patient experienced pain, (B)(6), a brown, foul-smelling discharge, vomiting, and painful intercourse . The patient was placed on multiple antibiotics for infection. The patient underwent an a repair procedure on (B)(6) 2011. Following the surgery, the patient experienced urinary frequency, nausea, and vomiting. The patient has an appointment with a urologist on (B)(6) 2011. Currently, the patient still complains of severe pain near her belly button, a swollen bladder, and she stated that approximately one eight to one quarter of an inch of mesh is hanging out. She continues to leak urine. She also reports that she has lost (B)(6) within the last two months.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): during the initial procedure on (B)(6) 2011, the patient also underwent a laparoscopic supracervical hysterectomy and a bso. On (B)(6) 2011, the patient had a vaginal mesh erosion repair. The physician opined that the cause and contributing factors for the reported infection and mesh exposure was poor tissue healing, however, it is unclear if the patient had an infection. The patient had seen multiple doctors. Additional clarification has been requested from the physician. The device remains implanted. The physician stated the current general status of the patient is good. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00186. The same patient is represented in each medwatch.